Manufacturer narrative:
The device has been returned. However, the product analysis is not yet complete.

Event description:
It was reported that during setup, the handpiece got hot in less than one minute. There was no injury reported as a result of this event.

Manufacturer narrative:
The product analysis indicates that the motor shorted. The motor, bearings, and seals were replaced. The handpiece was tested and passed to manufacturing specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.